Event description:
Caller reported that a malfunction occurred on the pump, specifically with a malfunction code of malf 9. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue without recurrence. The customer was advised to continue using the pump and to contact support again if any further malfunction codes appear.